Manufacturer narrative:
Continued: a.4., weight: 73.70 kg. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "I recently had my breast implants removed because of suspected ruptured. Surgeon noted on my surgery report that the implant was grossly ruptured. It had been bothering me for some time and was very high up compared to my left breast. They said it was capsular contraction as to why it was being pushed so high up." Device has been explanted. This relates to the right side.